Event description:
It was reported that on remote transmission it was noted that there was high pace/sense impedance on the right ventricular (rv) lead. The patient came to the clinic and the impedance measured high. At the lead changeout the impedance was down. The lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the rv pacing lead was variable. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum ventricular pace impedance rises from 551 ohms the week ending (B)(6) 2013 to greater than 4000 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.